Manufacturer narrative:
Concomitant medical products: 638bl30 heart band, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately six-months post implant that there was far field r-wave (ffrw) oversensing on episodes for the atrial lead. It was noted that atrial lead trends show changes occurring at the same time as cardiac surgery for mitral valve repair. The atrial lead remains in use. No patient complications have been reported as a result of this event.